Event description:
The customer reported that she has been experiencing high blood glucose levels, even after her doctor adjusted her basal rate settings. The customer was also concerned because the insulin pump had not given any no delivery alarms. The customer stated that the insulin pump is not cloudy or expired. The customer did not report any bent cannulas. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.